Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. Product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): 1:131mg/dl (B)(6) 2016 08:54 am fasting: yes, 2:135mg/dl (B)(6) 2016 09:11 am fasting: yes, 3:168mg/dl (B)(6) 2016 09:05 am fasting: yes, 4:145mg/dl (B)(6) 2016 09:18 am fasting: yes, 5:129mg/dl (B)(6) 2016 09:42 am fasting: yes. The customer called and stated that her meter was reading an e-3 and she was unable to receive a result. After trouble shooting the meter I was able to clear the error code. When the customer received her result the customer stated that the result was higher than her normal of range